Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffers from pain, elevated metal ion levels, physical impairment, disfigurement and mental anguish. Update rec¿d: 1/15/2015 - medical records received. Invoice located with part/lot information. Upon revision, clear straw colored fluid and mild tissue staining compatible with metal debris were noted. The stem and sleeve are being added for elevated metal ion levels. This complaint was updated on: 02/05/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.